Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was not powering on. The patient reported that the subject meter had stopped turning on about 2 months ago. He stated that he had a low blood glucose episode one day earlier. He was not feeling well all day (had headaches, was feeling disoriented, and felt like he was going to pass out). His wife drove him to the emergency room at 6:00 pm and his blood glucose result on the ER meter was 60 mg/dl. The patient was placed on an IV and given crackers and orange juice. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The meter did not turn on when the power button was pressed or when a test strip was inserted all the way into the test strip port. The battery was correctly installed and the patient was using the correct test strip. It was discovered that the patient had not replaced the battery per the owner's manual (use error). However, the patient did not have a new battery to replace at the time of the call. The complaint is reported because the patient alleged that the reported issue began about 2 months ago and he experienced symptoms of hypoglycemia one day prior to the call. He was treated at the emergency room for low blood glucose. The reported issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.